Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic hysterectomy, bilateral salpingo-oophorectomy and scarospinous vault fixation due to uterovaginal prolapse. Following insertion, the patient experienced pain, erosion, extrusion, dyspareunia, and vaginal scarring. The patient underwent mesh removal with repair of posterior defect on (B)(6) 2001.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following procedure the patient experienced incontinence and urinary frequency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.